Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0566 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that the guide wire unwound. Puncture difficult. When removing the guide wire, it came out deformed, unrolling.